Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer resumed insulin deliveries after the occlusion. The customer's blood glucose (bg) level was 138mg/dl. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion alarm. Tandem technical support attempted to follow up with the customer multiple times to troubleshoot; however, no response was received.